Manufacturer narrative:
Bec evaluated the photograph of the affected reagent cartridge. It was confirmed that the leak was coming from a crack on the bottom of the reagent cartridge. (B)(4).

Event description:
A warehouse staff at beckman coulter (bec) reported a fluid leak from synchron ggt (gamma glutamyl transferase) reagent. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was reviewed, and the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.